Event description:
Revision surgery - patient had hemi-arthroplasty. Continued to have pain. Doctor revised the total shoulder.

Manufacturer narrative:
No information on parts removed during the revision surgery was provided. Djo surgical will continue to research this complaint and will submit a follow-up report when the missing info is received.